Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that refrigerator was failed and temperature was out of range. The field service engineer (fse) walked the customer through a shutdown and reboot of the helmer unit and the refrigerator. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, refrigerator was out of range. The customer stated that they tried to recover but the issue was not resolved.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.